Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure upon stapling fourth fitting, the staple locked on the tissue and was not able to open. Doctor used suture and endoclinch to reward the knife manually. Replacement of the handle was done to complete the case. There was no patient injury.